Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of the device for automated peritoneal dialysis (pd) therapy; described as ¿after making the connection, during the first cycle, there was water on the table¿. The patient replaced the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: 10/31/2025 (previously submitted as asku). Additional information was added to h6 and h11: h11: the actual device was not available; however, twelve (12) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were not performed on the retention samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.